Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor had a needle anomaly. The needle was missing from the sensor. The customer's blood glucose level was 131 mg/dl. The product will return. Nothing further to report.